Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, episodes showing non-physiological signals on the atrial and right ventricular channels were observed. Preliminary analysis results showed that the origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level; none of them can be confirmed with available data.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, episodes showing non-physiological signals on the atrial and right ventricular channels were observed. Preliminary analysis results showed that the origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level; none of them can be confirmed with available data.